Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning and experienced ineffective therapy. It is unknown if this occurred prematurely and x-ray imaging revealed migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2025 to replace the entire system. Therapy was restored post-operatively.